Event description:
It was reported that the access door will not latch in place due to a worn spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.